Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and to call back if any malfunction code recurred, which customer acknowledged and understood.